Event description:
It was reported that, "when pt walked and rode a bicycle, the pt's hip joint made a squeaking noise. Hip joint was revised to a 0 deg x 3 36 plastic liner and a biolox 36 head -2.5. Surgeon noted retroversion in the stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.